Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's pump was making grinding and squealing noise when rewinding. The customer's blood glucose level at the time of incident was unknown. The caller states insulin continues to drip after motor stops during manual prime. The customer's most current level was 200mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. No unexpected motor noise noted during rewind or testing. The motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.